Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126178 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that needle was inserted in the proximal tibia on an actual cadaver. Once the drill was removed, the needle and catheter were still in place together. User tried to remove the stylet/needle but in the process of trying to remove the stylet the entire catheter started to dislodge.

Event description:
It was reported that needle was inserted in the proximal tibia on an actual cadaver. Once the drill was removed, the needle and catheter were still in place together. User tried to remove the stylet/needle but in the process of trying to remove the stylet the entire catheter started to dislodge.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.